Manufacturer narrative:
The reagent lot number was 82669001 with an expiration date of 31-may-2026. The field service engineer found that the sipper nozzle was blocked. After resolving the issue, the analyzer was working according to specifications. The investigation determined that the service actions resolved the issue. The event was consistent with insufficient operator maintenance.

Event description:
There was an allegation of questionable elecsys ige ii immunoassay results from the cobas 8000 - cobas e 602 module. The initial result was 0.01iu/ml with a data flag. The repeat result was 116 iu/ml. The questionable result was not reported outside of the laboratory.